Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spot in lungs related to a CPAP device's sound abatement foam. The reported event of spot in lungs and its reported severity was reviewed by the manufacture's clinical expert. The device may have caused or contributed to the alleged serious injury. The patient reported they were in hospital in jan 2020 for stomach issues and when the hospital did a did a scan, they also found lesions on his lungs. Patient stated they were given medication. Based on the available information, additional information has been requested by the pms clinical expert for further clarification of the patient's alleged harms. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section d1, d4, g4 and h4 are updated in this report by capturing device details. Section h7 and h9 was corrected by capturing 'recall' and list correction/removal reporting number which was missed in initial report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to develop spots on the lungs. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.